Event description:
The patient underwent a breast augmentation procedure using quill srs. The patient developed a stitch abscess which went on to have a reaction or cellulitis within 30 days from the date of the procedure. The patient was treated empirically with antibiotics. No culture and sensitivities was completed. The patient was returned to the operating room for removal of the breast implants bilaterally.

Manufacturer narrative:
Additional information. These are conflicting reports of the product(s) involved in this event. The initial reporter, doctor, stated that quill srs monoderm products were used for the procedure. However, the only quill srs products purchased by the doctor were made of pdo. The following quill srs monoderm product information was provided by the doctor. Model/catalog #: ya-1016q; lot #: m426800; expiration date: 08/31/2010; device manufacture dat: 08/2008. Model/catalog #: ya-1001q; lot #: unknown; expiration date: unknown; device manufacture date: unknown; the device was not returned for evaluation. Furthermore, the product lot number is unknown. Results: the device was not returned for evaluation. No product evaluation can be performed.